Event description:
While attempting to implant, the insert broke, another insert was available and was used successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation:evaluation results suggest that this event would not be device related but rather would be associated with intra-operative procedures.